Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The olympus service center confirmed the reported event. The image was lost due to a break in the cable. In addition, the cable was found to be leaking, the adapter on the stud bolts was worn, and a defect was noted in the charge-coupled device (ccd) which resulted in strong over-lighting and coarse-grained pixels in the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the camera head did not display an image and the cable was damaged. The intended procedure was completed with another similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was also updated. The device was inspected the before the procedure, and no issues were found, which was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cable break could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected the day before the procedure, and no issues were found.